Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies and announcing a meal, the user experienced hyperglycemia with blood glucose levels over 400 mg/dl for approximately 1.5 to 2 hours while using an ilet system with a contact detach 6 mm, 23 in set (lot 6008878); site disconnection, tubing fill with visible drops, site replacement to an alternate location, and cannula fill were performed, and insulin delivery was resumed, with a subsequent manual insulin injection given about an hour after site replacement. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone, including site replacement guidance and verification of insulin flow during tubing fill. Investigation of this case revealed an unclear cause of hyperglycemia, with no observed damage to the removed infusion set and no device alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.